Event description:
It was reported to medtronic minimed that the customer experienced a low blood glucose event on (B)(6) 2025, with type 1 diabetes. The low blood glucose was treated with apple juice. The event involved product(s) mmt-397a, mmt-1884, mmt-332a. Troubleshooting was performed for potential over delivery, with no pump damage, alarms, or unusual events reported. Troubleshooting was performed and the insulin pump was used within 48 hours of the event, and the most recent infusion set change occurred the same day. The customer alleges pump overdelivery as the cause of low blood glucose while not engaged in activity. The customer was advised to discontinue pump use, revert to backup plan per healthcare provider instructions, and place the pump in storage mode. No further patient complications were reported. The serialized device will be replaced, and mmt-397a, mmt-1884, mmt-332a are not expected to be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.